Event description:
High impedance and high threshold were reported. The rv lead tested fine through an analyzer, but when reconnected to the ICD, the high impedance returned. This occurred despite unscrewing and reconnecting the lead. When the doctor pulled on the lead, it fell out. The device was explanted and replaced, and the problem did not recur. No patient complications have been reported as a result of this event.